Event description:
It was reported that the hospital requested a stryker presence during a wichita nail procedure on a pt. The surgeon was informed that an experienced stryker rep would be unable to attend the procedure, however, the surgeon took the decision to continue with the procedure. The procedure was completed, and the implants were implanted successfully. It is further reported that the theatre manager has complained that the lack of stryker expertise meant the procedure time was extended, which may have had a detrimental effect on the pt. In 2009, the sales rep has been informed by the consultant that the pt subsequently suffered 2 heart attacks and has died. It is further reported that the consultant does not believe the surgery has contributed to the cause of death.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.